Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged main battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a service technician. Battery testing identified the damaged battery. However, the cause of the damage could not be determined. In order to resolve this issue, the main battery was replaced and the device was returned to the customer. Should additional relevant information become available a supplemental report will be submitted.